Manufacturer narrative:
Evaluation summary: the generator was returned and analysis could not confirm the customer comment that it did not pass its self-test. Analysis did find that the upper case was dented, which affected the keyboard fit, and that the ring was bent. (B)(4).

Event description:
It was reported the external pulse generator (epg) did not pass the self-test. The epg was returned for repair. There was no patient involvement.

Event description:
It was reported the external pulse generator (epg) did not pass the self-test. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)